Event description:
It was reported that the right ventricular lead had rising capture thresholds and r wave sensing had dropped. The lead was capped and replaced. It was also reported that a left ventricular (lv) lead was attempted, but there was placement difficulty; the lead would not advance to an acceptable position in the selected cardiac vein branch. Another lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action. Based on the information received and without the return of the product, it could not determine this lead performed as described in the field action. Concomitant product : 5076 implantable pacing lead (B)(6) 2009. (B)(4).